Manufacturer narrative:
Additional information was received that the pocket was relocated. The patient was reportedly doing well and receiving adequate stimulation following the procedure.

Event description:
A report was received that the patient's ipg will be relocated due to the location causing charging difficulties for the patient.

Event description:
A report was received that the patient's ipg will be relocated due to the location causing charging difficulties for the patient.